Event description:
In 2005, a male pt of unk age had two cypher stents inserted. The cypher stents were inserted into the left anterior descending artery (lad) and circumflex arteries (lcx). The physician reported that upon discharge from hosp after stent insertion, pt "refused to take plavix or any other medication which was prescribed." Later that same year, pt was involved in a motor vehicle accident. The physician reports that "several days after the motor vehicle accident the pt was seen in the emergency room for chest pain." At this time pt was found to have a "closed cypher stent in the circumflex artery." At the time of this report, the resolution of the ae remains unk.

Manufacturer narrative:
Due to the lack of clinical info and nature of this event, it is being reported as a possible stent thrombosis per arc guidelines. Additional info has been requested and will be submitted within 30 days of receipt.